Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the drive support cap came out during the rewind process. It was stated that the customer experienced high blood glucose of 347mg/dl and would be treated with manual injections. No further information was provided.